Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (pn 420172-17, lot # n10210628-484) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 1 hour and 19 minutes. The alleged event occurred on the 6th use of the instrument. Logs indicate that the instrument was used after the reported event date. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noticed a burn in the internal (teflon) of the jaws of the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the thermal damage to the yaw pulley to be related to the customer reported complaint. For clarification, the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. The thermal damage to the yaw pulley is unrelated to the conductor wire. No insulation damage was observed. The conductor wire was not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to the mishandling / misuse, commonly caused by collision with another energized instrument.

Event description:
Refer to h10/h11 for follow-up information.